Event description:
It was reported that the patient's infection had cleared.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in subsequent submission.

Event description:
It was reported that the patient had their system explanted due to infection at the ipg site.

Manufacturer narrative:
The reported issue for ¿infection¿ cannot be confirmed through product analysis testing. The returned ipg successfully communicated with all lab utilities and there were no anomalies identified that would have existed prior to explant that could have contributed to the reported issue.